Event description:
A surgical delay of approximately two hours was reported due to the setscrew being inserted too deep in the thread and the gliding sleeve becoming blocked.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the screw sleeve is stuck in the nail; the set screw is damaged and wedged against the sleeve. The threads on the lag screw are damaged. All of the devices show marring and nicks. The nail was manufactured in 2005. The lag screw and sleeve were manufactured in 2014. A review of complaint history revealed no prior complaints for the listed parts. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our lab noted the returned components were visually inspected. No material or manufacturing deviations were visually observed. Scratches and deformation were observed on the sleeve, nail and lag screw. The set screw was also damaged, which prevented the sleeve and lag screw from being placed into the nail. If a set screw is inserted too deep into the nail as reported in the complaint, it may interfere with the sleeve and lag screw insertion during surgery. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.